Event description:
Pursuant to info rec'd from physician, on 8/28/97, a non-abps certified cosmetic surgeon reportedly punctured chest wall of a 26 year-old female while using this device during an umbilicus augmentation procedure being performed in the dr's office. An obturator was used to place device, which was being used to dissect pocket. Device was inflated with approximately 200 cc's of fluid when pt experienced cardiac arrest. While attempting to remove device, fill tubing reportedly broke leaving device and the remaining tubing in pt. Pt was transferred to a hosp for care where she expired on 9/1/97. No further info has been provided. No catalog ID or lot number was indentified in association with this event and no device was submitted for evaluation. Info provided indicates device was used in manner inconsistent with instructions provided in product insert data sheet (pids). Specifically, surgeon misused device by inserting device using umbilical approach (not recommended by MFR) and by using device to dissect a pocket instead of placing device into a surgically prepared pocket. In addition, info provided indicates device may have been used more than once or may have been used directly from the packaging (non-sterile). Device is indicated for single use only. Sterilization instructions are provided in pids. As indicated in pids, stresses from multiple sterilizations, surgeries and surgical techniques will likely cause abrasion of shell and/or fill tube and eventual leakage and/or rupture of the device. Silicone elastomer shell and fill tube may be easily cut by a scalpel or ruptured by excessive stress, manipulation with blunt instruments or penetration by a needle. Subsequent deflation will result. Extreme care should be taken when handling fill tube. Tube is easily damaged with surgical instruments (e.g., forceps contact), and their use should be avoided. Info provided indicates device involved in this event may have been previously used. This previous use, placement of device using an obturator, and use of umbilical surgical approach may have contributed to reported break of integral fill tube and subsequent device deflation which occurred when surgeon attempted to remove device. Due to limited info available, no other conclusions can be made at this time. MFR will request return of device for evaluation purpose and will continue its investigation of this occurrence. This report was submitted to FDA pursuant to new "MDR reporting guidance for breast implants" (mentor effective date, 2/10/92). Any perceived increase in frequency of events is related to the filing of reports for events, which were previously not MDR reportable events per 21cfr803.